Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with profound low output symptoms. It was found the implantable pulse generator (ipg) was end of life (eol) with no communication possible with the programmer. An emergent pacemaker generator change was performed. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.